Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2007 the plaintiff was implanted with an apogee system to treat the plaintiff for "pelvic organ prolapse". It was alleged that the "product caused plaintiff to suffer infection, inflammation" and "tissue abrasion". It was also alleged that the "product has caused severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.